Manufacturer narrative:
The product is not available for evaluation, as it remains implanted; however, a device history review has been requested and will be submitted within 30 days upon receipt. These devices are distributed outside the united states; however, they are similar to the coronary sds/stents distributed in united states. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2007-00492.

Event description:
The report we received from the affiliate indicated the patient experienced a non-q wave myocardial infarction (mi) 18-24 hours after the index procedure. The mi was resolved two days after the procedure. Patient was asymptomatic with a small enzymes elevation and was discharged five days after the procedure. Discharge diagnosis was asymptomatic with stable homodynamic conditions. A one-month follow up has been planned. The index procedure was an elective case. The target lesion was a bifurcation of the circumflex artery, described as tapered occlusion with timi 0 flow. The lesion was not calcified or tortuous, but presented 100% stenosis. The vessel length was not available; however, the reference vessel diameter was 2.75mm and 2.0 mm for side branch. Lesion was pre-dilated to 15 atmospheres (atm), then two bx sonic stents were implanted, a 2.75x33 mm was implanted on the proximal circumflex and a 3.00x23 mm was implanted proximal to the first in the obtuse marginal. Deployment pressure was 13 atm for both stents; post dilation was conducted to 13 atm. The procedure was considered successfully with timi iii flow and 0% stenosis.